Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. External abrasion breaching the outer insulation and exposing the outer coil was found at 16.2 ¿ 16.6 cm from the connector pin consistent with friction to the device can. The cause of the reported event was due to the external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was stable.